Manufacturer narrative:
Section d4: patient weight was requested but not provided. Incidental findings: three transient instances of pump speed being captured at 10-30 revolutions per minute (rpm) below the low speed limit were captured during expected power source changes that did not alarm for low speed per design. Although a specific cause for the transient pump speed decreases below the lsl could not be conclusively determined, the events did not appear consistent with driveline wire damage. Manufacturer's investigation conclusion: the report of low speed events while the patient was connected to a mobile power unit (mpu) was unable to be confirmed as no log files were submitted following the patient-reported low speed events; however, it was communicated that the patient was accidentally sent a new mpu rather than a new ungrounded patient cable due to previously suspected driveline damage (manufacturer report number 2916596-2019-04051). The submitted log file was reviewed and contained data from 29jul2021 through 04aug2021. Lower than expected voltages were captured while the device was connected to the power module which activated low voltage alarms; refer to the patient cable investigation regarding this finding. There were no other notable alarms active in the log file. The patient experienced low voltage alarms on (B)(6) 2021 while the device appeared to be connected to the mpu. The patient was given a new mpu; however, the patient reported low speed alarms while connected to the new mpu on (B)(6) 2021. Upon discussion with the patient, the account realized that the patient had previously been supported by an ungrounded patient cable and power module rather than an mpu during the initial low voltage alarms on (B)(6) 2021. The patient previously experiencing suspected driveline wire damage with low speed events while connected to a grounded power source was captured under manufacturer report number 2916596-2019-04051, for which the patient had received a driveline repair which did not resolve the issue and the patient had been placed on an ungrounded patient cable. The account ordered the patient a new ungrounded patient cable on (B)(6) 2021, and the patient was instructed to remain connected to 14-volt batteries until the new ungrounded patient cable arrived. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook cover all system controller alarms, as well as the appropriate associated actions. The patient handbook lists examples of emergencies and what actions to take. The relevant sections of the device history records for (B)(6) , the driveline, serial number 21187, and the repair driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 1 ¿introduction¿ of the IFU addresses all pump parameters, including pump speed. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii lvas patient handbook is also currently available and contain information regarding all system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having some low voltage alarms. Log file analysis captured several low power advisories while the patient was connected to the mobile power unit (mpu). There were also low supply voltages coming from the mpu. It was recommended the mpu to see if the alarms resolved. The patient called the site reporting low speed alarms while on new mpu. It was discovered that he had been using his old power module with an ungrounded cable during the low voltage events. Log file analysis showed that patient may have had an internal short to shield. It was recommended that the patient not use the mpu.